Event description:
It was reported that the patient presented in the hospital with chest pain. A chest x-ray was performed and the patient was discharged. Later at a routine follow up, a perforation was observed. The lead was explanted when attempted repositioning was unsuccessful.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.